Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue for the involved lot. Based on the reported incident, the actual device involved was a permcath catheter; however the sample received was a mahurkar catheter. The catheter did not present signs of use. Visual inspection was performed and it was observed that the red adapter was detached from the extension. The blue adapter was reviewed in order to confirm the reported condition; however it did not present any visual defect. The product related to this complaint (permcath catheter) was not returned for evaluation; based on visual inspection cracks or defects were not confirmed on the sample received. Additionally the instruction for use (IFU) states that the customer must perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening the catheter connections can crack some adapters. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time; therefore it can be concluded that the adapter was more likely damaged during use. Although this complaint was not confirmed, this type of reported issue is being addressed in a corrective and preventive action (CAPA). No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: (B)(6) 2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that it was found that the adapter of the catheter had a slow bleed during dialysis. The physician replaced the adapter with another new one. The patient was involved with no injury.